Manufacturer narrative:
Date of event: unknown. No information has been provided to date. One device was returned for evaluation. Functional test was performed. Occlusion test was used. The testing could duplicate the customer reported problem. The root cause of the issue was determined as a defective pwa. The pwa was replaced. However, visual testing was performed and a damaged(cracked) dso seal was found. The dso seal replacement was made. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device refuses to turn on, orange led flashes and device alarms nothing visible on screen. A cracked dso was found during investigation. There was unknown patient involvement.